Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2017, intra-op, while implanting kyphoplasty cement and during insertion of kyphoplasty trocar, neuro -monitor notified surgeon that all motor signals had been lost. Motors were repeated several times but unchanged. Patient was slowly awakened intra-operatively. Patient underwent MRI and CT of the spine without contrast on (B)(6) 2017. Patient is unable to move right leg while other extremities intact. Surgeon tried to stabilize spine through t10 while patient was being assessed. Patient was taken immediately to CT scanner. Patient was taken to "sicu" after scan. Patient returned to operating room for completion procedure the following day. Post-operatively, patient has regained function to right lower extremity but has persistent loss of sensation. It is unclear at this point if the sensation loss will be permanently or temporary and patient was made aware that this will be monitored over the next 12-18 months for return of sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.